Manufacturer narrative:
B3: event date: the exact date could not be determined; however, it was (B)(6) 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked near the end of the luer cap (blue cap). This was identified during priming with normal saline. There was no patient involvement. No additional information is available.